Manufacturer narrative:
* G6: follow up * h2: correction * h6: health effect clinical code corrected to 4582; health effect impact code corrected to 2199; investigation findings corrected to 104; investigation conclusions corrected to 4301.

Event description:
A health care professional (hcp) reported that the iolmaster 700 is erroneously selecting another patient on modality worklist (mwl) rather than the highlighted patient. There is no information about any negative impact to the patient, user, or third party due to the reported case.